Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report with a copy of the complaint form attached. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Catheter #2 was noted to have a white substance at the distal tip. Powder was not noted within either catheter. Compressed areas were noted on both catheters but neither appeared to have kinked. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Loose powder was present within the tray and on the exterior of the returned components. When tested as returned the device released a small puff of powder. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob, the device sprayed once then did not spray again. The handle was disassembled, and the tubes were disconnected for removal of any powder. No loose powder was present in the front tube connecting the on/off valve to the powder chamber. A small amount of loose powder was present in the back tube connecting the powder chamber to the low pressure valve. No clumps were found in either tube. The center cannula within the powder chamber was occluded near the whistle hole. When the center cannula was cleared loose powder and a large hard clump of powder was removed. The clump tested negative for the presence of blood. This clump of powder is the most likely cause for the reported observation however, it is unknown how or when the clump formed. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the powder chamber's center cannula. The cause of the clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a duodenal bulvo injury, the physician used a cook hemospray endoscopic hemostat. It was reported that at the beginning of the first shot [spray] with the device, no dust [powder] came out, the co2 [carbon dioxide] gas cylinder did not come out. The doctor also reported that there was no damage to the patient or endoscopy equipment and the procedure was finished with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.